Event description:
At follow-up, low sensing and an increase in pacing threshold were observed. X-ray revealed that the rv and lv leads were dislodged. Hence, the physician decided to replace both leads and will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.